Event description:
It was reported to boston scientific corporation on august 26, 2009 that a autotome rx sphincterotome was used during an endoscopic sphincterectomy procedure performed on (B)(6), 2009. According to the complainant, after cutting the papilla, the cut wire of the autotome torn when the physician withdrew the device from the scope. The cut wire did not get stuck with the scope elevator. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).